Event description:
Customer called to report a wash buffer leak from the wash syringe of the synchron lxi 725 clinical system. Customer stated that the wash syringe forcefully leaked when the closed tube aliquoter (cta) was operating. On the same day, the field service engineer (fse) replaced the wash syringe valve. The fse tested the newly replaced valve to verify that it no longer caused leaking. Neither patients nor instrument operators were harmed.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).